Event description:
Pt in prone position for excision of lipoma on posterior neck. Incision initiated with bovie on "blend." Surgeon directed change to "pure cut." When activated, a flash was detected. Drape immediately pushed to smother flame. Pt sustained 3 ist degree, possibly superficial 2nd degree, burns: r cheek, r chin and r posterior neck.